Event description:
The end user alleges he was sitting in the chair next to his bed. He leaned forward to set coffee and cake on the bed. He accidentally caught his shirt on the controller which caused the chair to move forward. The end user sustained a fractured right leg.

Manufacturer narrative:
No evaluation necessary, not a device problem. Telephone call with end user confirms user error. No device failure. User error caused event.